Event description:
It was reported that the patient's at home device suddenly started giving out black smoke at home when the flow setting was at 3 or 4. Device alarm messages were seen after the smoke was released. Patient had a portable oxygen concentrator during the event. The at home unit was replaced and the patient is doing great.

Manufacturer narrative:
B3: date of event is estimated. There is no confirmation for the return reason of burning smell. Zeolite dust is observed in the unit, which is possibly caused by the breakdown of zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the feed waste and fill the muffler with zeolite dust.